Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited out of range ventricular pacing impedance measurements with no associated electrogram abnormalities. Technical services (ts) was consulted and indicated that if impedance fluctuations have been present since implantation, a header connection issue could be suspected. An alternative potential cause could be a conductor fracture. However, there was no evidence of noise or elevated high rate episode counts. Ts recommended confirming that the right ventricular (rv) lead is fully inserted into the device header set screw and performing isometric maneuvers to assess whether impedance peaks could be reproduced. Additionally, a decrease within the normal range in shock impedance was observed. Ts inquired about any corresponding medical events, as the change appeared physiological. The right atrial (ra) impedance demonstrated a similar trend during the same period. Ts further noted that, despite the absence of pacing dependency, the out of range pacing impedance could result in ineffective anti-tachycardia pacing (atp) due to potential loss of capture. The healthcare professional (hcp) also asked whether it would be possible to disconnect the pace/sense connector, implant a new pacing lead and continue using the existing shock lead. Given the potential for a conductor fracture, ts advised that the shock component could also be at risk. No adverse patient effects were reported. This ICD remains in service.